Event description:
A malfunction alarm was reported with a specific code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. Technical support provided the necessary instructions for future occurrences, and the customer confirmed understanding and continued using the pump.